Event description:
Reporter alleged the blood glucose monitoring device generated false high readings and he "collapsed" awaking later in the hospital. Reporter stated morning device result was 129 mg/dl at 7 am and took normal medications. Reporter stated sometime afterwards while driving with a family member, he "collapsed" and awoke in the hospital; however was treated with glucose tabs or paste at the fire station prior. Customer indicated being treated at the hospital with a dietary adjustment. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.